Manufacturer narrative:
Age/date of birth, weight, ethnicity: unknown, not provided. Phone: (B)(6). Device evaluation: the system was evaluated by a field service engineer (fse). The fse performed the checklist and could not reproduce the problem but adjustments were made. The system is within johnson & johnson surgical vision (jjsv) specifications. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k113479. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the catalys system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It has been reported unexpected outcome during arcuate procedure with catalys-I. Arcuate incision perforated partially the cornea. Sutures were applied to the patient to manage post-op astigmatism. Post-op astigmatism is -1.75 due to the sutures. Doctor expects full recovery after removing the sutures. Vision post-operative: -0.75 -1.75x150º. No incision enlarged; no vitrectomy required; end-user did not seek medical attention; sutures were required. 5 minutes of delay in procedure. Standard post-cataract medication prescribed. Patient information cannot be provided due to personal data privacy legislation/policy. No further details have been provided.